Event description:
Customer reported a continuous glucose monitor (cgm) error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the customer was walked through the process. After resetting, the error did not appear again, and the customer successfully began their sensor session.